Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Patient was implanted on (B)(6) 2015 with a certas plus as setting 8 patient obtained an MRI on (B)(6) 2015. Certas was not checked prior to MRI. Post MRI the valve indicated to setting 3. The clinician successfully reprogrammed the patient back to setting 8. On (B)(6) 2015 the patient received an MRI. Certas was checked prior to MRI and indicted at setting 8. The valve was checked post MRI and indicted at setting 8.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information was provided; therefore, and evaluation of the device or review of manufacturing records could not be performed. While we are unable to conclusively determine the cause of the initially reported reprogramming, based on the observation of incorrect marking and the statement by the clinician indicating incorrect marking, it appears that handling of the device caused the reported issue. The device was programmed and retained its programming without error when used properly. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Based on additional information received on 14sept2015:(B)(6) 2015 -- the customer had reported that the valve reprogrammed after an MRI. The patient had a followup MRI. The valve setting was checked prior to the MRI and was confirmed to be at setting 8. The sales rep was present and found that when the clinician marked the valve position, it was incorrectly marked and read at setting 7. The sales rep re-marked the position properly and found that it was at the correct setting of 8. The clinician said she felt she had been incorrectly aligning the marking tool with the valve, which resulted in the reproted incorrect readings. The clinician was provided instruction on proper marking. When the patient returned from the MRI the patient's valve setting was confirmed to have remained at the set position of 8.